Event description:
A customer contacted beckman coulter inc. (Bci) hotline in regards to waste connection leak on the synchron cx9 alx clinical systems. No injury or exposure was reported.

Manufacturer narrative:
Customer stated waste connection leaking is corroded. On (B)(6) 2011 a bci field service engineer (fse) found several old and cracked tubes that were leaking. Fse replaced drain tubing from the cx side over the hydro and verified operation.